Event description:
It was reported that a balloon rupture occurred. The 75% target lesion area was located in a severely tortuous and severely calcified common femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an endovascular therapy. During the procedure, at first inflation, the balloon ruptured at 5 atm. The device was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable post procedure.